Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.022. Lot: f-18412 manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 26. Aug. 2015. The device history record shows this lot of 113 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Device condition: visual inspection performed at customer quality (cq) observed the tip of the returned cannulated stepped drill bit to be broken off. The break is oblique and jagged. The broken off piece(s) were not returned. No new issues were identified on the other portions of the device. The returned device condition is consistent with the given complaint description; therefore, the complaint was confirmed. DHR review: the returned drill bit was manufactured in august 2015. The device history record shows this lot of 113 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Document/specification review: relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture): the 03.037.022 6mm/9mm cannulated stepped drill bit is a reusable cutting instrument available for use in the trochanteric fixation nail advanced (tfna) screw only proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. The drill bit is used to drill for the core diameter of a tfna lag screw prior to lag screw insertion. No product design issues or discrepancies were observed during this investigation. Dimensional analysis: the inside diameter just proximal to the broken tip measured at cq and it falls within the specification per relevant drawing. The outside diameter just proximal to the broken tip measured at cq and it falls within the specification per relevant drawing. Material analysis: the design specified the drill bit to be manufactured from 440a stainless steel material and hardened and tempered to 50 hrc +5/-0. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: while it is possible that any unintended excessive forces could have caused to complaint condition, a definitive root cause for the given complaint condition could not be determined from the provided information. During the investigation no unidentified issues were found. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. H3, h4, h6: a review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the cannulated stepped drill bit was broken in a trochanteric fixation nail advanced (tfna) set. It is unknown if there was procedure or patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).